Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic baloon pump gas low and stopped pumping on patient, there was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) stopped pumping and showed low gas message. There was patient involvement but no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit failed the drive manifold test and replaced the drive manifold and new test passed. The unit was returned to customer. After multiple gfe attempts, it was not confirmed if the unit passed safety/functional testing.

Event description:
N/a.